Manufacturer narrative:
(B)(4) (surgical intervention required, extended or time) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on colon anastomosis during hemicolectomy, the device was partially fired and did not cut the tissue. When the surgeon extracted the circular stapler, he noticed that the upper cervine had only pierced, but the clips were applied in the descending loop and not on the one to be anastomosed. The anastomosis was done by hand to complete the case. There was a tissue loss of 20 centimeters of intestine. The surgical time was extended 60 minutes due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on colon anastomosis during hemicolectomy, the device was partially fired and did not cut the tissue. The anastomosis was done by hand to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.